Event description:
The dilating sleeve braid filaments disengaged into the pt cavity and were subsequently retrieved from the cavity to complete the case without further incident procedure: lap chole. Pt status: no pt injury reported.

Event description:
The dilating sleeve braid filaments disengaged into the pt cavity and were subsequently retrieved from the cavity to complete the case without further incident. Procedure: lap chole. Pt status: no pt injury reported.